Event description:
Edwards received user facility medwatch report (B)(4), indicating "when the cardiac surgeon was bending the [ring] handle to place the annuloplasty ring, the handle broke and the implant fell on the floor. The implant was retrieved but the broken piece [of the handle] was not found. Xrays were taken and were negative for the missing plastic piece. The surgery continued with a new annuloplasty ring with holder (mitral model 4450, size 26) there were no complications during the surgery. The patient tolerated the entire procedure satisfactorily and left the operating room in stable condition. Note: this type of handle is a reusable instrument.".

Manufacturer narrative:
Device evaluation: method, conclusion: product evaluation not yet completed. Edwards' product evaluation, root cause analysis, and conclusions are currently in process and will be reported once completed.

Manufacturer narrative:
Device evaluation: the handle was received, along with the ring still attached to holder. The section of the handle that typically "snap" fits in the ring holder was broken off. The received handle was forwarded to edwards' (B)(4) and engineering departments for a thorough evaluation, and results were as follows: "ft-ir testing confirms that the material in the returned handle is consistent with manufacturing specifications. Under magnification, no signs of surface defects (air bubbles, misfills ... Etc) at the site of the fractured surface were found. Further analysis of the fracture surface indicates the break was a result of a single overload stress." Moreover, product labeling (instructions for use) states that sizers and handles must be disassembled before sterilization. The accessories should be examined for signs of wear, such as dullness, cracking, or crazing, and should be replaced if deterioration is observed. The investigation reveals nothing to indicate any objective evidence of manufacturing flaws or defects. There has been no other similar reports on this handle in the past two years; therefore, this will be considered an isolated incident, edwards will continue to monitor all reports and perform trend analysis, and corrective actions will be taken when warranted.